Event description:
Information received from the field notes loss of atrial sensing. The patient was in sinus rhythm at 68 bpm. The device was programmed to 50 ppm in ddd mode with +pvarp on pvc turned on. Due to the loss of sensing, the device acted as if the conducted r wave was a pvc. The +pvarp on pvc feature was causing the device to lead with an atrial pace. This was resolved by turning off the +pvarp on pvc.